Event description:
After utilization of electrical stimulation on a patient for low back pain, a blister formed underneath one of the pads. The patient denied any pain/burning during the treatment as this was noted during the skin check post treatment.